Event description:
Following a primo pulmonary vein isolation procedure, the patient had an affected phrenic nerve.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was no possible as the lot number is unknown. Based on the information received, the cause of the reported phrenic nerve damage remains unknown.